Event description:
It was reported that during an unknown vascular procedure that the device wouldn't work. Another like device was used to complete the procedure. No further details were provided to the sales rep. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. D4: batch # 575c04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with four vasecr35 reloads present. The reloads (b, c, and d) were received fully fired. The reload (e) was received with no apparent damage and unfired. Upon evaluation of the reloads (b, c, and d), were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The device was tested for functionality in the straight position with a returned reload (e) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 575c04, and no non-conformances were identified.